Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A bezoar, ulcer and intestine volvulus are known complication of an intestinal tube placement. The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie intestinal tube, the event happened over a 3 year period and no tubing was returned. Conservatively, abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie intestinal tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient had been on lcig with peg-j for 3 years with an annual jejunal tube substitution. On an unknown date the patient developed worsening of motor fluctuations with non specific abdominal pain. A consecutive gastroscopy found the presence of a voluminous bezoar at the distal tip of the j-tube that was wrapped into a complete ¿rotation¿ of the duodenal loop. The j-tube was removed together with the bezoar, causing the loop unrolling. The bezoar was buried in a 5 cm ulcer sited from the duodenum to the jejunum. J-tube was not replaced and the lcig therapy was temporary stopped, to allow the healing of the duodenal jejunal wall. This was followed by a prompt resolution of the clinical symptoms.